Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulties inflating his inflatable penile prosthesis (ipp). The patient underwent surgery and a pseudocapsule in the pump was removed and the physician realized the tubing was too long. Therefore, the pump was replaced. There were no patient complications.